Event description:
The ge oec 6600 fluoroscopy system displayed a checksum error code. System was inoperable.

Manufacturer narrative:
A ge oec service representative investigated the issue and found x-ray tube was defective. The x-ray tube was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.